Event description:
It was reported that bd pegasus¿ bl had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: it's noticed that production date: 2018-02-05. Expiration date: 2012-02-04. On the package which was supposed to be expired product.

Manufacturer narrative:
Investigation: after reviewing DHR, no abnormality was found in incoming inspection, in-process and out-going inspection. The returned sample showed the date on the unite package 2018-02-5 and expiration date is 2012-2-4 which was supposed to be expired product. Information was checked for this lot and found the packing operator printed the wrong expiration date, instead of 2021 the date 2012 was printed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ bl had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: it's noticed that production date: 2018-02-05. Expiration date: 2012-02-04. On the package . Which was supposed to be expired product.